Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned for evaluation. Review of provided patient medical records confirms the reported patient bone hairline fracture as well a history of dislocation. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2019 - 00114, 0001825034 - 2019 - 00116, 0001825034 - 2019 - 00121, 0001825034 - 2019 - 00122. UDI (B)(4). Concomitant medical products: 010000589 ,lot 863250, comp rvrs 25mm bsplt ha+adptr ; 115316 , lot 956630 ,comp rvrs shldr glnsp +6 36mm ; 113607 , lot 553780, comp primary stem 7mm micro ; 115370 , lot 543710, comp rvs tray co 44mm . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported in litigation the patient has ongoing pain, limited mobility of her left shoulder, axillary nerve deficit, left brachial plexopathy, deltoid weakness and a hairline crack in her anterior humeral cortex. No revision has been reported. No further information available.